Event description:
The customer reports during a turbinoplasty procedure using a celonprobreath, two devices failed upon initial clinical use (during the same procedure). The procedure was cancelled. There were no adverse effects to the patient and no treatment/intervention was required as a result of cancelling the procedure. The procedure has since been completed. The patient has not had a post-op follow-up appointment after the repeat procedure. Case with patient identifier (B)(6) reports one device. Case with patient identifier (B)(6) reports the other device.